Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had a no delivery alarm on the insulin pump. Pump passed the fixed prime test. Customer was not able to check the cannula at the time of call. It was explained that the alarm could be caused by a bent cannula or an occluded infusion set. Customer was advised to change entire infusion set. No further assistance needed.